Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
The customer reported a false negative architect sars-cov-igg assay result for a (B)(6) year old female patient. The customer provided on (B)(6) 2020 sid (B)(6): initial = 0.88 index; on (B)(6) 2020 repeat sid (B)(6)= 0.9 index ( ref range <1.4 index = negative; => 1.4 index = positive). The customer indicated this sample was derived to confirm results by a different methodology called covid-ar elisa, for which one result was positive and one negative. Patient is stated to have positive pcr results. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records and scientific literature. Return testing was not completed as returns were not available. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customers issue. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customer observation. Clinical sensitivity testing was performed using an in-house retain kit of lot 16253fn00. All specifications were met indicating the lot is performing acceptably. The patient was described as having mild symptoms and treated with medication after the diagnosis. She tested pcr positive on (B)(6) and the infection was resolved by (B)(6). The patient tested positive on another immunoassay that utilizes the spike protein but was non-reactive on the sars-cov2-igg architect method based on the nucleocapsid protein. In this case, the patient is most likely either in early seroconversion or the person did not mount a high reactivity to nucleocapsid. Additionally, css noted that the customer did not run controls as required per product labelling. The product package insert advises that patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. The product package insert advises that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019, medrxiv. Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.